Event description:
It was reported that during a pulmonary lobectomy da vinci-assisted procedure, the patient experienced an instrument arcing which grounded onto the patient¿s anatomy. The issue occurred while the fenestrated bipolar forceps was grasping lung tissue. The arcing was observed while the surgeon was attempting to activate the bipolar energy. The surgeon believes the instrument¿s quality caused the arcing event. The procedure was completed robotically with a back-up fenestrated bipolar forceps instrument. The instrument was inspected prior to use and no damage or abnormalities were observed. The arcing did not appear to originate from the fenestrated bipolar forceps or from another instrument (permanent cautery hook) in use at the time of the event. It cannot be confirmed whether the instrument tips collided with any other instrument or tool during the procedure. It cannot be confirmed whether the instrument tips touched any staples clips, or sutures while energized. It cannot be confirmed whether the instrument was removed at any time prior to arcing.

Manufacturer narrative:
The fenestrated bipolar forceps involved with this event has been received and investigations completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base of the grips, on their exterior. As a result, from the thermal damage, the electrode was exposed. No insulation damage was observed. The conductor wire is not damaged or broken. An electrical continuity test was performed and passed. The cause of the operative complication is attributed to mishandling/misuse. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was completed, and no related system errors were observed. A review of the remotefe logs for the fenestrated bipolar forceps used in this procedure showed there is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record.